Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The device was received with all buttons responding properly. There were no button error alarms or button keypad anomalies. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 49 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the button error alarm was performed. Customer could not recall any significant events leading to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.